Manufacturer narrative:
The technician found out the power cord needed to be replaced. The trusystem 7000 operating table is intended for the following use: ¿ patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia ¿ task-related patient transfer within the operating theatre ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. After inspection and replacement of the power cord and updated the software the table was working as intended. Based on this, no further actions are required.

Event description:
A customer contacted technical service to report that or table trusystem 7000 had the floor locks unlocked on their own. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
F10/h6component codes: correction. H6 investigation findings: correction. The technician found out the internal fittings on the female end of the power cord are missing. Power cord needed to be replaced. The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. The action to resolve the issue is the replaced power cord. Based on this information, no further action is required.